Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was experiencing high blood sugar up to 463 mg/dl, which she treated with bolus with the insulin pump, following an infusion set change. The customer stated she did have syringes as a back-up. No symptoms of high blood glucose were reportedly expressed. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Settings and history were found to be correct. The customer was advised that the insulin pump was working as designed and the change the entire set, reservoir and insulin. Nothing further was reported.